Manufacturer narrative:
Follow-up # 1 date of submission 9/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/19/2016 with the following findings: a review of the black box history showed one pump reboot recorded after a call service 064 alarm occurred. There were no unexplained pump reboot events observed in the pump history. During visual inspection of the pump, it was observed that the battery compartment had two cracks. The battery cap was not returned with the pump and a test cap was used to complete the investigation and it was able to carefully attach to the pump and was used to complete a 24hr duration test. No power interruptions were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage found to the power circuit. The investigation was unable to duplicate the initial complaint about a power issue. Unrelated to the initial complaint, the display screen was observed to be discolored.

Manufacturer narrative:
.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.